Event description:
The neurologist indicated that the weight loss is not due to vns because the issue persists despite vns disablement.

Event description:
The patient noted that he is unsure if his weight loss is due to vns or his multiple sclerosis.

Event description:
It was reported by the patient that since the implantation of vns he has experienced extreme weight loss. The patient's device was disabled due to the weight loss. No additional relevant information has been received to date.